Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin I (tni) results on triage profiler sob 25 test kit vs. Access2. Patient had several samples drawn and run on two different meters. One device was read on two different meters. Qns to repeat on same specimen, since it was used for the cbc and bnp. Same draw time was run on the heparin tube on the access. No patient information provided.